Event description:
It was reported that the motor for the hand piece battery powered driver runs continuously. The report indicated the device did not malfunction during surgery while being used on patient, it is unknown when the complaint issue occurred. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): a service and repair evaluation was completed: the customer reported the motor ran continuously. The repair technician reported the device showed signs of internal/external water damage. Immersed is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed final inspection and returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: lot 005665: a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The service history evaluation is unconfirmed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the manufacturing investigation reported the part was returned to the supplier already disassembled, with only nine (9) of its components. The assembly, therefore, could not be tested as a whole. The supplier stated, ¿the membrane switch was found to be heavily damaged with the ribbon cable removed from the assembly and was unable to be used for testing¿the motor was tested, connected to the synthes supplied circuit board, with a fully operational triangle supplied ¿test¿ membrane switch. The motor was fully functional in all three directions. The motor, however, did show signs of corrosion near the shaft end.¿ the supplier concluded, ¿it is the opinion of the author that the deformation of the metal flex plates is the root cause of the continuous motion malfunction of the synthes hand piece. The corrosion on the motor¿s shaft end did not appear to be the cause of any observable issue.¿ based on the evaluation and the unknown cause, this complaint is confirmed but is not considered manufacturing-related.